Manufacturer narrative:
An event of material split, cut, or torn was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material split, cut, or torn could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During procedure, the sheath dilator split was noticed after being used and had to use again due to redoing transeptal. A new 14f amplatzer torqvue 45x45 delivery sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.

Event description:
It was reported that on an unknown date, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During procedure, the sheath dilator split was noticed after being used and had to use again due to redoing transeptal. A new 14f amplatzer torqvue 45x45 delivery sheath was chosen and completed the procedure. The patient was reported stable and discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.